Event description:
It was reported the pt has presented with an acute stroke with global aphasia and right hemiparesis. Computer tomogram angiography (cta) and magnetic resonance imaging (MRI) revealed an occlusion of the left middle cerebral artery (lmca) due to thrombosis. Several methods were employed in an attempt to remove the clot. First, administration of tissue plasminogen activator (tpa) was given although only a slight improvement was noted. Then multiple attempts at mechanical thrombolysis with two different types of retrieval devices resulted in temporary partial recanalization of the mca's m1 segment, but the artery reoccluded and patency was unable to be maintained. Finally angioplasty was performed and the lumen of the vessel partially opened, however angiographic images showed the mca remained completely occluded. The pt was discharged to rehabilitation with no neurological improvement.

Manufacturer narrative:
For no allegation of device malfunction or non conformance. Conclusion: for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specs. The device was not returned for analysis. From the info provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel occlusion and reocclusion are considered known risks and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.